Event description:
It was reported that the health care professional requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered a therapy shock, which successfully converted the rhythm. No adverse patient effects were reported. This device system remains in service.